Event description:
It was reported that the patient presented to the hospital for an implant procedure. During the procedure, it was noted that the right ventricular (rv) lead exhibited insufficient perception and threshold satisfaction. Upon repositioning, it was found that the helix of the rv lead was not sensitive. The rv lead was not used and was replaced on (B)(6) 2026. There were no patient consequences.